Event description:
Product problem: "system message occurred during system startup" (device displays error message). The facility clinical director reported a system message displayed during system startup. The system could not be used. The surgery was performed with another system. No patient involvement as the event occurred before surgery.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. The system message reported is displayed when the infusion pressure transducer offset is out of range. This system message occurs upon power-up. An internal investigation has been opened to address this issue. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).